Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the battery measurement was not available. Battery voltage data unavailable. Battery fields labeled with ???.

Event description:
It was reported that the patient was subject to radiation therapy. Afterwards, a remote monitoring transmission was sent and displayed question marks symbols for the longevity estimate of the implantable cardioverter defibrillator (ICD) device. The longevity estimator was noted to be grayed out. It was determined that there had been a bit flip and that data corruption associated with radiation therapy may have resulted in the invalid data for the longevity estimate value. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.